Event description:
Customer received a result of 27 mg/dl on the mobile system and a result of 74 mg/dl on the aviva combo system. 20 minutes later customer received a result of 27 mg/dl on the mobile system and a result of 95 mg/dl on the aviva combo system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278256, expiration date 01/31/2015). (B)(6).